Event description:
Found during routine testing. The customer called to report the device's service indicator was on and he was unable to calibrate the device. The device was returned to physio-control, redmond for evaluation. When the device was evaluated, physio-control observed that the device would not operate. There was no pt associated with the report.

Manufacturer narrative:
Physio-control further evaluated the returned device and observed that the smartwatch ram w/coin cell battery, designator u28, used for date, time, calibration constants, etc., had been replaced with a smartwatch ram w/coin cell battery that is not compatible with the device. Physio removed and replaced u28 and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.